Event description:
It was reported that the customer was hospitalized due to an ear infection and high blood glucose levels. The reported blood glucose reading at the time of the call was 323 mg/dl. The caller also stated that the insulin pump gave two motor error alarms today. Troubleshooting was performed, and no damage to the drive support cap was noted. The caller stated that the customer wore the insulin pump during a cat scan. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.